Event description:
The medical device philips sonicare has failed to function on multiple occasions with multiple purchases. The unit fails to function throughout the shelf life of the product. Contacted customer service. Lot number has faded from device. Refer to additional documents in i2k.